Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative and consumer reported that an implantable neurostimulator (ins) in the box screen was displayed on the patient programmer when the right ins was checked. The patient had not seen the screen before. There were no traumas, falls, or environmental exposure. The patient was still getting therapy. The patient's inss had been replaced with rechargeable inss. The same pockets were used when the inss were replaced. The right ins was deeper than 1 cm and the patient only got four coupling bars. The patient understood why they got four coupling bars and they were fine with it. The ins was working and charging properly. The ins was recharged frequently and did not deplete below 75 percent. The inss were recharged on (B)(6) 2015 and the ins in the box screen was displayed on (B)(6) 2015. The patient planned to meet with the manufacturing representative and their health care provider (hcp) for a reprogramming session on (B)(6) 2015. The manufacturing representative later reported the right ins was interrogated by the hcp and no error code was displayed. The patient had no complications and they were doing well with therapy. The patient programmer interrogated the ins normally after the interrogation with the clinician programmer. No action was needed and the issues were resolved. The patient's indication for use is movement disorders and dystonia.